Event description:
Beginning in 11/90, rptr began to run high fevers (101-105) lasting 1 1/2 years with aching joints, fatigue, headaches, migraines, flu-like symptoms and intestinal pain. She also developed multiple food allergies including to wheat, rice, soy and milk. No one could diagnose problem. The only thing in blood work that was odd was a low wbc and increased sed rate. She was given a clean bill of health from every dr seen. Another dr treated her immune system and her for candida and rptr began to feel better but was still having fevers on a monthly basis. From 1992-93 rptr was very ill and unable to walk. She had swelling and bleeding of hands and feet. From 1993 to 1995 rptr experienced intermittent health and illness. She lost her job because of illness which seems to attack muscles and joints. There was also back pain. In 1996 she moved to another state. In 2/96 rptr was sick again, seeing various drs. Her wbc's were low and sed rate high but nothing else could be identified. They called it "chronic fatigue syndrome". She had told her drs about the device but none thought it was the problem. In 1996 rptr had sinus surgery for chronic sinus infections over the last 5-6 yrs but it got worse. In 1/97 she was in a wheelchair because of recurrent feet symptoms. She saw a dr in mexico who treated her for 3 weeks with hydrogen peroxide IV and she began to feel better. In 4/97 she got sick again -cyclical discomfort as before. In 9/99 rptr saw a new dr who found her t-cells were low and platelets were too at 127,000. She had wounds that weren't healing and dr thought she might have leukemia. Rptr told dr she had the implant and dr immediately thought her problem was silicone poisoning. Rptr contacted the implant surgeon and asked for removal. On 11/5/99 she received a letter from him which stated, "I do not think the material placed over your maxillary arch would cause any problem. It is not related to silicone. Its brand name is proplast." A week later, the surgeon's nurse told rptr that the device had been recalled. Dr never informed rptr. Since the device has been removed, rptr's wounds that were not healing on her foot, have healed within two days. The day after the removal her temperature went down to 98.6. It has spiked to 103 but most mornings it has been close to normal. Pathology report of device reads: foreign body reaction to "birefringent" material associated with bone fibrous and skeletal muscle tissue (oral implant). Product has disintegrated. It is in pieces. Rptr has device since its removal. Rptr can feel the difference in her body. Also, since removal, all of her teeth have turned yellow. Drs do not know why but she fears she is going to lose her teeth. Finally, rptr is most upset because since her illness, her son who is now ten, has had to live with the constant fear surrounding a mother who was constantly ill and at one point thought to have cancer which could have killed her.